Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue unsure delivering insulin. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The reporter stated the patient¿s bg levels were high, and the patient was without insulin for 4 hours, a correction dose was given which caused the patient¿s body to go into shock with their bg levels dropping to 43.2 mg/dl, 2.4 mmol/l. The pod was worn on the leg for approximately 2 hours, and the reporter stated on (B)(6) 2025, the patient presented with dizziness, feeling sick, and vomiting. The paramedics were called; the patient was diagnosed with hypoglycemia and was treated with sugar via intravenous to get the levels back in range. The patient does not remember what happened, but their mum and friend said that their body went into shock. The patient did not go to the hospital; the paramedics provided treatment at home and attended to the patient for approximately 2 and ½ hours.